Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head, which is an olympus asset with locking issue. During the evaluation of the device, water tightness fail, corrosion on connector pin, deep scratch mark on focus ring and zoom ring were observed. The service repair technician indicated that the most likely cause of the water tightness fail, corrosion on connector pin, deep scratch mark on focus ring and zoom ring were observed was due to component failure. There was no patient involvement.